Manufacturer narrative:
(B)(4).

Event description:
It was reported that after implantation of iabp, the machine repeatedly alerted "possible helium leakage." As a result, the catheter was replaced, which resolved the issue. There was no report of patient complications, serious injury or death.

Event description:
It was reported that after implantation of iabp, the machine repeatedly alerted "possible helium leakage." As a result, the catheter was replaced, which resolved the issue. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected is not confirmed. During the visual inspection of the returned sample, no blood was noted within the helium pathway. The returned intra-aortic balloon catheter (iabc) was functionally tested with no leaks or alarms noted. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.